Event description:
Additional information stated the patient ¿never had a therapeutic effect¿ and ¿never got pain relief for her back.¿ it was reported the stimulation was ¿causing the patient to not feel a part of her left leg.¿ it was noted the patient was ¿on more morphine than before.¿ additional information reported the patient was ¿having extreme pain from her device when she turned her stimulation on¿ for a ¿couple days¿ prior to report. It was noted when the stimulation was turned on, the patient¿s leg was ¿numbed.¿ it was stated the patient¿s mother ¿thought there was a wire fracture.¿ it was unknown whether there was a fall or trauma.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿in pain (not from stimulator) and was passing out¿ following an implant. It was stated the patient and mother refused to see the healthcare provider (hcp) for a follow up appointment but wanted to meet with the manufacturer representative for reprogramming. It was reported the patient went to the ER on (B)(6) 2013, two days following implant, for "observation" due to "excruciating" pain from the device implant site. It was stated the hcp believed the pain was not caused by the device itself, but because the patient had implant surgery only two days prior. Reportedly, the patient was also throwing up so she could not take the prescribed pain medication and refused the zofran. The hcp dropped all the patient¿s pain medications and prescribed a pain patch for the patient. It was noted about 1.5-2 weeks prior to report the stimulation quit working on the left side of her body. It was stated the patient cancelled the follow up appointment because the manufacturer representative would not be there, but still wanted to be reprogrammed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in ¿a lot¿ of pain and the pain was making it difficult to remember things. It was also noted that the patient had lost her second programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient had the implant they had nothing but problems with it. The patient really wanted to get it removed. It was reported that the device caused the patient so much stress.